Event description:
The following information was reported: the balloon lost pressure. Manual pressure was held for 20 minutes. The patient was not hospitalized. Additional information: at prep, the black marker on the inflation indicator was fully exposed.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1510703) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).